Manufacturer narrative:
It was reported that upon start-up device was beeping. Review data log files and IFU was performed. This reviews indicated that user did not follow IFU regarding deactivation of the emergency stop button. Based on the investigation results the device (B)(4) performed as intended.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the robot was beeping. The surgeon needed to restart several time the robot to be able to use the device. No error message appeared on the screen during the beeping.